Manufacturer narrative:
(B)(4). The sample was received for evaluation. The sample arrived fully primed. Visual inspection showed that the blue slide clamp and the regulating clamps were in the closed position. The sample was spiked into an in-house 1000ml solution bag and re-primed. The blue slide clamp was then moved to the closed position. The solution continued to drain from the tubing below the blue slide clamp. Visual inspection of the filter housing showed that the white filter had a tear approximately 1 inch in length. The reported condition is confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer stated that no pressure was applied to the filter. The cause of the damaged filter membrane was determined to be due to a manufacturing issue with a component from a supplier. To address this issue, the supplier of the component has been notified of the condition and a scar was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set experienced air in the line. This occurred during priming. The reporter stated that the filter filled with air after the clamp was placed above the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional evaluation information: baxter performed a second evaluation of the device. Visual inspection identified a damaged white filter. Functional flow rate testing determined that the device flow rate was not within specification. The cause of the air in the set was determined to be damaged to the membrane of the filter. Should additional relevant information become available, a supplemental report will be submitted.